Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm aortic valve has been evaluated for a valve in-valve procedure after an implant of unknown period due to aortic stenosis. Valve-in-valve procedure is planned with a non-edwards valve.

Manufacturer narrative:
Updated sections: g3, g6, h6 component code, investigation findings, and investigation conclusions. The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.